Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the lvad coordinator that the pt experienced. Red heart and low speed alarms while on battery power and also when on the power module. The system controller was exchanged with another system controller and the alarms were not reproducible and appear to have resolved. It was noted that the pt's driveline distal end had been previously repaired. Review of the data log file from the exchanged system controller confirmed the reported abnormal pump operation.

Manufacturer narrative:
The system controller was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The report of pump stoppages while connected to the 14 volt lithium-ion batteries and power module was confirmed upon evaluation of the data retrieved from the returned system controller. The log file contained intermittent pump stoppage events with associated ¿red heart¿/¿low flow¿ hazard alarms from (B)(6) 2014 to (B)(6) 2014, while supported by 14 volt lithium-ion batteries and power module. The log file also captured elevated pump power values of up to 19 watts. The returned system controller was functionally tested using the manufacturer¿s laboratory equipment and was found to function as intended. The system controller passed the functional test procedure confirming all visual and audible alarms activated when they were induced. The system controller operated on a mock circulatory loop while supported on the power module without any notable events captured in the history screen or elevations in the pump power value. No device related issues were identified during evaluation. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.